Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit had a reset alarm occur. The service technician was able to confirm the reset alarm during a review of the event trace log.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to duplicate the customer's reported issue. During the initial bench test and calibration test, the power board powered up the golden testing ventilator, passed full calibration test, passed power check out, passed battery charging test, passed all test settings, and was working normally in specification. The unit also passed a 4 hour extended duration test and did not produce any unusual alarm or error conditions. The service technician was unable to determine what the problem was due to the unit not being returned with the power board. Visual inspection of the power board did not reveal any anomalies and found no signs of overheating or damaged components.